Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump had liquid in the device, a damaged downstream occlusion (dso) seal, and a scratched lens. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was damaged. The dso seal was replaced.

Event description:
It was reported that the, ¿osd seal was out of service." Per reporter, the problem was noted during the return of rental, during the check prior to restocking as well as the annual preventive maintenance. There was no patient involvement. Analysis of the device found that the downstream occlusion (dso) seal was damaged, so it is presumed that the reporter meant dso instead of osd.